Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable results for 16 patient samples tested for ureal urea/bun (urea) on a cobas 8000 c 702 module. Of the data provided, 5 patient results were a reportable malfunction. Please refer to the attachment to this medwatch for relevant data. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The urea reagent lot was 298742 with an expiration date that was not provided. The field engineering specialist checked over the entire system, including washing out of the sample probes, bleaching of the reagent lines, cleaning rinse nozzles, and adjusting cuvette wash levels. He found that and "h" clip to one of the rinse units needed to be aligned and that the rinse nozzle shaft needed cleaning and lubricating. He checked all probe alignments and completed monthly maintenance. He performed calibration and qc testing with acceptable results. The customer said that they have had no further issues. The investigation was unable to find a definitive root cause, but the issue seems to have been resolved by the field engineering specialist service activities.